Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a blank display. Troubleshooting was performed and found that there was no damage to the battery caps and contact. The issue was not resolved by inserting a new battery and restarting the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the sleep current measurement test. Pump failed self-test test due to moisture damage to electronic assemblies and triggered pump error 75. Pump error 75 not noted in redownloaded pump history. Pump failed active current measurement test due to moisture damage to backup battery. Unable to perform displacement test due to stuck motor. Stuck motor due to moisture damage to motor assembly. Successfully downloaded the trace and history files using thump. Pump was cut open to perform visual inspection and found¿severe moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No blank display, alarms, or alerts noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, stained keypad overlay, battery tube threads cracked, cracked case at battery tube, cracked belt clip rails, and serial number label stained. Severe moisture damage noted to electronic assemblies resulting in failed tests and pump error 75 noted during testing. No blank display noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.